Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -7.00/2.50/059 (sphere.cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Low vault was observed with significant reduction of iridocorneal angles. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).